Event description:
It was reported that a rapid decrease in battery charge led to an unexpected shutdown of the insulin pump, causing the customer's blood glucose level to exceed 500 mg/dl, reaching 537 mg/dl. The customer addressed the high blood glucose by administering a correction bolus via the pump. Tandem technical support educated the customer on battery best practices and requested monitoring of the system, advising to seek further assistance if the issue persisted.